Manufacturer narrative:
The investigation into the reported purge sidearm break and purge system open alarms was completed. The device was not returned for evaluation, but pictures of the device and data logs were evaluated. The data logs confirmed multiple purge system open alarms that were associated with a drop in purge pressure. Evaluation of the submitted image confirmed a complete break of the sidearm proximal to the filter. The root cause of the low purge pressure was the damaged purge sidearm. This damage most likely occurred due to excessive force during use. Of note, sodium bicarbonate was used in the purge solution. The root cause of the low purge pressure was the damaged purge sidearm. This damage most likely occurred due to excessive force during use. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended. Of note the IFU states: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported that the plastic on the pump side of the purge sidearm broke. Initially, a purge side arm bypass was performed but the pump was ultimately replaced with a new impella 5.5. Additional information indicated that the sidearm had broken between the infusion filter and the red impella plug. Of note, sodium bicarbonate was used as a purge solution for a few days at the beginning of the case. There were no reports of harm to the patient.